Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined.

Event description:
A customer reported multiple false negative results with the ID now covid-19 assay generated across a minimum of seven (7) different testing sites. A customer reported a false negative results with direct nasopharyngeal (np) swab samples with the ID now covid-19 assay on an unknown quantity of patients. Information on confirmation and/or additional testing was not provided, however the customer stated that any negative results generated by the ID now covid-19 test are followed up with confirmation testing. The customer confirmed there were no deaths or serious injuries based on the ID now covid-19 test results. The customer did not confirm, but stated that patients' treatment may have been "possibly delayed." Additional patient information, including quantity, symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were not successful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.